Event description:
It was reported that the patient underwent difficulties with the implantation of the device. The surgeon reports experiencing resistance, when implanting the device. The device was not implanted in the scala tympani. Upon examination of the array one electrode was out of the array. The patient was implanted with a back-up device.